Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and down arrow keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage was observed. During testing, the up arrow and down arrow keypad buttons¿ unresponsiveness was not confirmed or duplicated; all of the keypad buttons responded appropriately and were functional. The buttons had spring back and click. The keypad cover was removed and no evidence of contamination was found under the key contacts. The pump was opened during investigation and the keypad flex connector was found to be firmly seated with no signs of damage or contamination visible.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.